Event description:
It was reported that cartridge leaked insulin in area where cartridge was inserted into pump, with insulin loaded off pump, and customer¿s blood glucose reading showed ¿high¿ due to issue, with specific value unknown. There was no additional information received regarding any adverse impact to the customer¿s blood glucose level beyond reported high reading. Customer initially did not take action, then changed leaking cartridge, resumed insulin therapy successfully, and did not require assistance from any third party.